Event description:
Discordant, falsely elevated troponin results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The sample was rerun on an alternate instrument, and the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse instructed the customer to centrifuge the sample according to the tube manufacturer specifications, which the customer did. The sample was then run, and resulted as expected. The cse discussed sample handling with the customer, and the customer is now allowing the samples to clot for a minimum of thirty minutes before centrifuging, as the package insert indicates. The cause of the discordant, falsely elevated troponin results is user error. The instrument is performing according to specifications. No further evaluation of the device is required.